Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was intermittently displayed as "high"; however, a specific value was not provided. Customer required assistance from their spouse who filled a syringe and provided it to the customer who administered manual injections to address elevated bg values. To resolve the issues customer would change the cartridge and infusion set and successfully resume insulin deliver on the pump.